Event description:
The customer reported that the machine shut down and could not be restarted. A service technician changed the power supply and after exchange the machine is back in operation.

Manufacturer narrative:
The manufacturer requested and received the power supply for further investigation. The power supply was confirmed to be defective.